Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported that there is plastic particulate in the barrel of the syringe. To aid in the investigation, one sample with no packaging blister and one photo was received for evaluation by our quality team. A visual inspection was performed. There are plastic particles at the bottom of the syringe barrel and adhered to the rubber stopper. The inner wall of the syringe barrel has drag marks and the syringe barrel stop ring is damaged. No other defects or imperfections were observed. The photo provided shows the sample received. This defect could occur during the molding process if the syringe barrel was not ejected during the first attempt. Additional attempts could induce the drag marks and damaged stopper ring creating the plastic particles. As the lot number provided is 'unknown,' a device history record review could not be completed. Verification of the molding process was performed. The settings were correct and parts were being ejected on the first attempt. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use, 50 ml contained foreign matter in the syringe. The following information was provided by the initial reporter: "good afternoon I would like to report that we have found several 50 ml bd leur-lok tip syringes (ref (B)(4) containing plastic particulate in the barrel of the syringe".